Event description:
It was reported that a 73-year-old caucasian female patient underwent a breast augmentation revision with a 225cc (left) and a 275cc (right) mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 3 on the left and baker grade 2 on the right) and ruptures post-operatively. The patient mentioned she also experienced soreness. As a result, the patient is to undergo explantation on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2023, mentor received additional information regarding the device date of explantation. It was reported that the device date of explantation is to be (B)(6) 2023. Section d6b. Explantation date: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On , (B)(6) 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 24, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's left side was found to be intact during surgery; the right side was not ruptured. Section h6-medical device problem code has been updated to reflect this information. It was also reported that the patient experienced ptosis. On march 13, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture, and ptosis. Manufacturer¿s reference number: (B)(4).